Event description:
Complainant alleged that during functional testing, the device displayed "bridge test failed, "defib fault 80," "defib fault 108," and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.